Manufacturer narrative:
Device evaluation: the customer returned one actual and one companion sample of product code (B)(4) with lot number ur10b16018 for the reported condition of roller clamp is off track which caused a free flow condition. Visual inspection found that the actual sample roller clamp was partially off the frame track and the companion sample roller clamp was intact. The actual sample roller clamp was opened and closed repeatedly at multiple tubing locations and pressure tested with 8 psi air under water. When the roller was closed to the top of the frame, sometimes the roller was observed partially out of track. When the roller was observed out of the frame track, there was corresponding air leakage. However, sometimes the roller was observed slightly skew within the track without air leakage. The assignable cause for this condition could not be determined at this time. A batch review was performed for the reported lot. The batch review reports no manufacturing abnormalities and the lot was determined to be within manufacturing specifications. Additional information: this is related to report 6000001-2010-02613. (B)(4).

Event description:
Reporter alleged obtaining the results of 290 mg/dl and 87 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he washed his hands in between obtaining the two results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Customer phoned in on (B)(6) 2010 to report two y-type blood solution sets in which the roller clamp is off track which would cause the tubing to not stop flowing. This incident occurred with the clearlink system y-type blood/solution set, product code (B)(4), with lot number ur10b16018. This incident occurred before use. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
(B)(4). The roller of the roller clamp upstream of the blood filter was mis-aligned in the frame, and would not allow shut-off. This is not a free flow situation as either the regulating roller clamp below the filter or a pump would be in place to regulate the fluid flow to the patient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
The reported product has been received for evaluation. Once the evaluation and investigation by baxter is completed a follow up MDR will be submitted to provide the results. (B)(4).